Event description:
Device issue: stent fracture post procedure. Time of device issue: post stenting procedure. Adverse event: in-stent restenosis requiring medical intervention. Onset of adverse event: approximately 7 months post procedure. It was reported that the xience v stent was implanted on (B)(6) 2009, and was deployed without incident or difficulty. On (B)(6) 2010, in-stent restenosis was found at the proximal end of the stent. A guide wire was advanced and a nc voyager was inflated at 12 atmosphere (atm) for 19 seconds. A non-abbott guide wire was advanced and a nc voyager was inflated at 10 atm for 15 seconds. The stent appeared too angulated, fractured and point downward at the proximal end. Several inflations were performed with multiple voyager balloons. The vessel and stent appeared to be fine. The vessel was a vein graft (svg to the om), heavy tortuosity, de novo, very fibrotic. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. The lot number was not provided. A follow-up will be submitted with all relevant information.